Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the stent was implanted and the delivery system has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, it was unable to advance the delivery system past the stricture. An unsuccessful attempt was made to remove stent through the ampulla. The stent was advanced further up the anatomy to allow drainage. Although the stent location was not ideal, drainage was achieved. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.